Event description:
It was reported the patient was admitted to the ER (emergency room) the day evening prior to this report with altered mental status, confusion and lethargy and sedation. The patient was given narcan last night and "seemed fine after that". The initial reporter did not know whether the patient's symptoms were pump related or due to some other cause. The pump was interrogated and reprogrammed, the patients dosages were decreased; clonidine (concentration 700 mcg/ml) dose 187 mcg/day down to 117 mcg/day (unconfirmed) and dilaudid (concentration 30 mg/ml) dose 8mg/day down to 5 mg/day. According to the nurse, the patient was 'more alert'. The outcome of the event was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8731sc serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835 serial# (B)(4), product type: programmer, patient. Product ID: 8598a serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).